Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had unresponsive buttons after changing the battery. The customer stated that the device alarmed button error and failed the battery test. Troubleshooting was performed. It was noticed that the numbers were ramping without pressing the buttons. Instructed customer to discontinue use of the insulin pump and revert to back up plan. Advised customer to call her doctor or to go to the emergency room. The customer requested a replacement of the insulin pump. No further information was provided.